Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the cable on mega suturecut needle driver instrument broke. The procedure was completed with no reported injury. On 12/23/2024, isi followed up with the site's sterile processing department and obtained the following additional information about the complaint: the mega suturecut needle driver instrument was inspected prior to use with nothing out of ordinary to be noted. Instrument was used on the patient. The reported instrument did not collide with other instrument or tool during procedure. There were no issues related to opening/closing and left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There was 1 cable visibly protruding from distal end of instrument. The protruding cables were not responsible for controlling opening/closing of the jaws and up/down motion of the wrist. No fragments fell into the patient. The instrument was available for return to isi for evaluation. The cables were sticking out the side of the instrument not the end. When the doctor noticed the cables , surgeon removed the instrument immediately.